Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation from the cardiac resynchronization therapy defibrillator (crt-d) showed invalid data for rate histograms and pacing percentages. It was additionally noted that the patient was undergoing radiation treatment at that time. The device remains in use. No patient complications have been reported as a result of this event.